Event description:
The facility rep reported a broken door handle discovered before use. Although baxter attempted to obtain info, details were not available regarding additional contact info. Hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.